Manufacturer narrative:
(B)(4): this customer contacted philips to ask questions about the messages "no shock delivered" that was shown during a cardioversion. The users believed that the shock was not delivered. There was no report of negative pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to ask questions about the message "no stock delivered" that was shown during a cardioversion. The users believed that the shock was not delivered. There was no report of negative pt impact.